Event description:
It was reported that a balloon broke. During a percutaneous coronary intervention (pci), a kissing balloon technique was performed on a moderately calcified and moderately tortuous left anterior descending artery (lad). While inside the guiding catheter a 3.50mm x 15mm nc emerge lost its pressure. The device was removed from the patient, and it was noticed that the balloon was broken into two pieces. The first half was sitting on the delivery system and the other half had fallen off into the guide. The other half of the balloon was then removed from the guide catheter. Everything was removed from the patient, and nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. The hypotube of the device has numerous kinks. There was a separation 77.1cm from the strain relief. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded.

Event description:
It was reported that a balloon broke. During a percutaneous coronary intervention (pci), a kissing balloon technique was performed on a moderately calcified and moderately tortuous left anterior descending artery (lad). While inside the guiding catheter a 3.50mm x 15mm nc emerge lost its pressure. The device was removed from the patient, and it was noticed that the balloon was broken into two pieces. The first half was sitting on the delivery system and the other half had fallen off into the guide. The other half of the balloon was then removed from the guide. Everything was removed from the patient, and nothing was left inside the patient. The procedure was completed with another of the same device. No patient complications were reported in relation to this event.